Manufacturer narrative:
There was no button error alarm noted. All buttons function properly. However, unit had corroded keypad traces. The unit had cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, minor scratched lcd window, cracked lcd window, cracked case and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.